Event description:
The following was reported to hamilton medical ag: summary: te 244019, display disturbed (remains dark or is flickering).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.